Manufacturer narrative:
(B)(4). Date sent: 4/12/2023 .attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Photo analysis: this is an analysis of a set of an image submitted for evaluation. Image: the image provided by the customer shows an electrode tip with blue insulation damage. The insulation was not detached as reported. Based on the photo, the reported event was confirmed. However, no conclusion could be reached as to how this issue occurred through photo analysis. Because the instrument was not returned our evaluation is limited. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a spine procedure the nurse reported that the 0014am tip was in good condition when she opened it from the packaging, but the blue insulating plastic wore off during the procedure. The surgeon searched and could not find any detached pieces inside patient's body (patient is stable after surgery). They then opened another 0014am tip from a different batch. The surgery was performed using 45w coag mode. The surgery was successfully completed with no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 5/2/2023. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Only the packaging was retuned of the sample 0014am already opened and with no instrument inside the package. Due to the condition of the device returned we were unable to investigate the issues reported. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications.